Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency in the evening of (B)(6) 2018 due to high blood glucose and infusion set with bent cannula. Customer's blood glucose of 440 mg/dl at the time of admission. The customer was treated with manual injection. The customer's blood glucose at the time of the call was 104 mg/dl. The customer also stated that the blood glucose rose to 550 mg/dl and had ketones as well. The customer experienced symptoms such as a vomiting due to high blood glucose level. Troubleshooting was completed. Auto mode feature was active and automatically adjusting insulin delivery at time of the high blood glucose event. The customer disconnected from the insulin pump during the hospitalization. The insulin pump was not returned for analysis.